Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, brown particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and yellow biological tissue inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported the device has been explanted.